Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required to retrieve the device history records for reviewing and search the complaint database by mfg lot was not provided. The investigation could not draw any conclusion about the reported event based on the info provided. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address tibial loosening.